Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) by the vad (ventricular assist device) coordinator that the "patient was admitted to the hospital, due to suffering from neurologic symptom." It was stated that the "patient was diagnosed with a cva." "Log files were sent in and stated to be analyzed." Results stated the "pump parameters were within normal ranges." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Patient presented with symptoms of confusion, double vision, and walking and balance problems. "CT of the cerebrum-no abnormalities" were seen. It was stated that cva was never confirmed and no treatments were started for patient except for antibiotics for a bladder infection. Patient was discharged and sent home with no symptoms. With review of the available information there is no indication of any device malfunction or performance issues related to the event. Although a definitive root cause cannot be determined, patient comorbidities are likely to have contributed to the event. All relevant and available information was provided at the time of the complaint report, therefore no attempts for additional information are required at this time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.